Event description:
It was reported that a venous closure of a left common femoral vein was attempted with a prostyle device using the pre-close technique via an 8.5f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss occurred. The suture of a new prostyle device was successfully pre-placed. The use of the 8.5f sheath was continued and the ablation procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.